Manufacturer narrative:
Per further review, MDR device code 1069 no longer applies as there was no lens damage found, only damage was to the carton unit confirmed from investigation results with making the complaint not reportable respectively. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, it was not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens (iol) was damaged as it was received crushed. There was no patient contact reported. The event was observed while opening the package. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/1/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the product was received sealed in the sterilization pouch. No lens issues were identified. The folding carton was inspected and found to be crushed. However, since no information on the shipping box was received it cannot be confirmed to be related to a shipping issue. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.